Event description:
As reported by the edwards territory manager, there was an eccentric tear in the left ventricular apex following removal of the ascendra sheath post a transapical tavr procedure. Per report, open thoracotomy access was obtained in the 6th intercostal space. Purse string sutures were placed in the myocardial bare spot. Once apical access was obtained, the 26fr ascendra sheath was inserted. After bav and successful valve deployment, and upon removal of the sheath, it was noted that the patient's heart had rotated during the procedure due to the change in positioning of the lami pad. The dorsal sutures created an eccentric tear of the left ventricular apex upon removal. To control the bleeding the patient was paced at 80bpm and arterial and venous cannulas were inserted into the left groin. Multiple pledget sutures were placed to close the apical access site. Two units of packed red blood cells were administered. The thoracotomy was closed using standard surgical technique. The patient left the operating room in stable condition. Additional investigation revealed the following: at the beginning of the procedure following the thoracotomy, the physician found that the apex was canted. To create an even plane to advance the sheath he placed a laminectomy pad under the apex to raise it. During the procedure the pad became saturated, causing the apex to drop back down. Following valve deployment and removal of the sheath the physician proceeded to remove the sutures, unaware that the apex had dropped downward due to the saturated pad, causing the dorsal suture to create an eccentric tear when pulled.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include catheter site bleeding which may require intervention and cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications/ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. Additionally, according to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. Furthermore, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, per the implanting physician, anatomical features (canted position of the apex) and procedural factors (use of the lami pad) contributed to the apical tear. The use of the laminectomy pad to raise the heart is not part of the sapien/tavr procedure. After becoming saturated during the procedure and dropping downward, it resulted in the lv tear. The tear did not result from the edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.